Manufacturer narrative:
Reported event: the event reported that a restoris pst straight impactor's proximal end of shaft broke off during impaction. A delay of surgery of 5 mins occurred to switch out instrumentation. Device evaluation and results: visual inspection confirmed that the proximal end of the device's shaft broke into two pieces. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 9/12/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209037, lot number 029480 shows zero additional complaint related to the failure in this investigation. Conclusion: the failure mode was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when during impaction the surgeon hit the impaction cap with the mallet and broke off the end of the straight impactor within the impaction cap.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when during impaction the surgeon hit the impaction cap with the mallet and broke off the end of the straight impactor within the impaction cap.